Manufacturer narrative:
Reporter phone number: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost communication between the ipg and external devices on (B)(6) 2020. Troubleshooting was attempted, but unable to fully resolve the issue. The patient does still have stimulation. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The reported communication failure was not confirmed or duplicated during analysis. The clinician programmer logs from the day of the observation were not returned. The downloaded ipg log files did not log any communication errors on the day of the observation. The ipg logs did show several communication errors logged several weeks before the reported event. The reason for the errors could not be ascertained. As received, communication between the returned ipg and a lab clinician programmer during analysis was normal. No connectivity issues were noted. The uep inductive tool showed the device was in the therapy application state and functional. The ipg was tested to manufacturing specifications using ate and passed all tests. The ipg displayed normal device characteristics.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg on (B)(6) 2020, which resolved the issue.